Event description:
A physical therapist applied the alpha stem micro conductor between the pt's 4th and 5th toes causing an electrical burn and ulcer that is still not healed. They are being treated in a wound care center.